Manufacturer narrative:
Unit received with operating currents within specification. Unit passed the rewind and displacement test. However, unit alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unit also alarmed motor error while trying to deliver a bolus and basal due to unit received stuck in the motor error loop during delivery and motor position encoder error confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform restart error test, occlusion test and excessive no delivery test due to motor error alarms. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump displayed a motor error. When they tried to rewind it, it went black and said please call for assistance. The drive support cap was sticking out. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.